Event description:
It was reported that during a lap colectomy, an error 4 was displayed after a while regarding ace36j. The event was not restored though the device was reset. Regarding ecr60b, when it was removed from a device after the 1st firing, it was broken and the cartridge pan was left inside the jaw. The nurse commented that she had not removed the cartridge with force. Another ace36j and the same echelon device loading another cartridge were used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge. Additional information was requested and the following was obtained: did any pieces fall into the patient?---no. If yes how were the pieces removed? ---na. The analysis results showed that one reload was received non sterile and broken in three pieces. No functional test was performed due to the condition of the reload. While no conclusion could be reached as to how the cartridge became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.